Event description:
It was reported that shaft break occurred. A 3.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, the device encountered difficulties in crossing the lesion and the shaft got broke after a kinked occurred when repeatedly pushed. The procedure was completed with different device. No patient complications were reported.